Event description:
Additional information was received. During a follow up visit, ventricular fibrillation episode were observed seven times. The device converted these episodes appropriately. No undersensing was observed. No noise was noted on the electrogram. Shock impedance measurements were within normal limits. Sensing measurements were within normal limits. The patient with this lead preferred no lead replacement procedure at this time and will be further monitored in the future.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, increased threshold measurements were revealed. The device had converted four ventricular fibrillation episodes appropriately. No noise was reported and the patient had not received no inappropriate shocks. The patient was hospitalized until a lead revision is performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During a routine followup, low, out of range pacing impedance measurements were noted. Noise and oversensing were observed. As the patient had not received any shocks recently, no changes were made and the patient will continue to be followed appropriately. No adverse patient effects were reported.